Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) samples and one (1) photo were submitted to the manufacturer for evaluation. Through visual examination of the photo, the injection port was observed to have a small area that was darkened brown. Through visual examination of the received samples, the presence of residue between the rubber and the heat-shrink on one side of the component. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The production process was reviewed with particular attention to the assembly of the injection port and no anomalies were identified. The residues were easily removed, suggesting that they are surface defects resulting from melted plastic material of the heat-shrink; this is made of the same material of the bag, they are external to the fluid path and do not compromise the functionality of the injection port. This kind of issue can be considered aesthetical. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nephron has identified (x25) IV bags with brown residue on the injection port from lot# 25a24. At this time (x155) bags received with the affected product have been rejected from use and are awaiting product disposition back to the supplier if requested or wasted. We'd like to request replacement product be provided immediately please. A picture is attached below. IV bags were rejected during visual inspection due to brown residue on the injection port.